Event description:
It was reported that the microcatheter snapped. A 135/10 renegade hi-flo kit was selected for use. During preparation, the catheter was immersed in water. Around 10-15 minutes after it was immersed, the patient was draped. As the nurse pushed the wire forward for flushing, it was noted that the microcatheter snapped. This occurred outside the patient's body. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was inspected for any damage or irregularities. The guide wire was still in the renegade when it was received. The renegade was hydrated, and the guide wire was removed. The direxion showed damage in the form of fractures located 2.5 cm and 67.5 cm from the hub. The inner liner was still attached in both locations. Kinks were seen at 150.5 cm and 164 cm from the hub. Signs of stretching were also noted along the length of the renegade. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage. Device analysis determined the condition of the returned device was consistent with the reported information.

Event description:
It was reported that the microcatheter snapped. A 135/10 renegade hi-flo kit was selected for use. During preparation, the catheter was immersed in water. Around 10-15 minutes after it was immersed, the patient was draped. As the nurse pushed the wire forward for flushing, it was noted that the microcatheter snapped. This occurred outside the patient's body. The procedure was completed with another of same device. No patient complications were reported.